Event description:
Patient had a head MRI 2017 about 3 months ago and their implantable neurostimulator (ins) was turned off but they did feel a "tingle" sensation during the MRI. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor, fecal incontinence and urinary dysfunctional/sacral nerve stimulation.